Event description:
During ablation procedure the tip of the catheter broke off in the left ventricle. The physician was unable to remove and took the patient to surgery for retrieval (emergency sternotomy).the device tips and catheter will be sent to the company for review.they have also reported to the FDA.